Manufacturer narrative:
It was reported that the complained screw broke on (B)(6) 2015 but it is unknown if this was the actual date the screw broke or if this is the date the broken screw was discovered. This report is for one unknown screw. Part and lot numbers were not provided for reporting. Other number¿UDI: part number unknown, UDI unavailable. The date of implant may have been (B)(6) 2015 but this date has not been confirmed. It is unknown if the complained screw is still implanted in the patient. (B)(6). It is unknown if the subject device will be returned to the synthes manufacturer for evaluation at this time. Without a lot number a device history record review could not be performed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that an unknown screw broke postoperatively. The patient initially suffered an accident on (B)(6) 2007 which resulted in a right ankle fracture. The patient subsequently underwent a total of four surgeries on her ankle. The details of the first three surgeries are unknown and it is unknown what treatments where provided. On (B)(6) 2015, the patient underwent the fourth surgery, which was an arthrodesis procedure. It is unknown if the complained screw was implanted during this procedure. It was further reported that this screw either broke or was discovered to have broken on (B)(6) 2015. The patient reports that she is currently disabled due to the condition of her ankle. It is unknown what kind of treatment the patient is currently undergoing of if additional revision surgery has been performed or is planned. This report is for one unknown screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
510(k): this report is for one unknown screw. The three screws implanted on (B)(6) 2009 are as follows but it is unknown which of the screws broke: one, 217.065, 6.5mm cancellous bone screw 32mm thread/65mm, lot number 2050761, 510(k) k974537. Device code ktt. Common name appliance, fixation, nail, other number. (B)(4). One, 217.085, 6.5mm cancellous bone screw 32mm thread/85mm, 510(k) k974537, device code ktt. Common name appliance, fixation, nail, other number. (B)(4). One, 217.05, 6.5mm cancellous bone screw 32mm thread/105mm, 510(k) k974537 device code ktt. Common name appliance, fixation, nail, other number.(B)(4). Device history record reviews were performed for each of the three reported lot numbers. The results are as follows: 217.065 / lot 2050761 manufacturing location: (B)(4), manufacturing date: 28. Jan. 2003, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. 217.085 / lot. 2051496: manufacturing location: (B)(4), manufacturing date: 29. Jan. 2003. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. 217.05 / lot. 2051493: manufacturing location: (B)(4), manufacturing date: 03.feb. 2003. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2016. It was further reported that the patient had undergone a tibiotalar arthrodesis by arthrotomy procedure on (B)(6) 2009 to treat post-traumatic pain and stiffness of the right ankle with tibiotalar arthritis. During this procedure fibrous scar tissue was removed. Cartilage was removed from the tibia, talus, lateral malleolus, and medial malleolus. Fixation of the arthrodesis was achieved with two 6.5mm cross-screws according to the meary technique. A screw was also placed between the lateral malleolus and the talus. Cancellous bone was also taken from the iliac crest on the same side for insertion in the lateral and medial premalleolar zones. On an unknown date in (B)(6) 2009, one screw reportedly broke.